Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence and prolapse. Post implantation the patient experienced pain, recurrent urinary tract infections, urinary incontinence and bowel problems. It was reported that mesh was unable to be removed. The patient underwent a hysterectomy, correction of enterocoele, anterior colporrhaphy with bard adjust placement on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.